Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement procedure a dissection was noted at the common femoral artery (cfa) post sheath removal. The dissection was treated with a viabahn stent which was placed via the contra-lateral side. The patient had good flow down to both legs and is doing well. Per report and during investigation of this event the clinical specialist indicated the peripheral access location was the left common femoral artery. Minimum luminal diameter (mm) of vessel at the dissection location was reported as 7mm and the degree of calcification was mild with no tortuosity. There was nothing abnormal noticed while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of dilators. There was no difficulty encountered during insertion of removal of sheath or a sheath malfunction.

Manufacturer narrative:
The device lot number is not available, thus a device history record (DHR) review for the sheath cannot be performed. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report, the access vessel diameter was borderline for the minimum luminal diameter (7mm). In this case the exact root cause for the dissection is unknown; however, it is possible that the patient's borderline vessel diameter in combination with calcification and tortuosity, not appreciable on imaging, contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventive actions are required.